Event description:
It was reported that during follow-up of an asymptomatic patient, noise was observed on the right ventricular lead. The noise was able to be reproduced through provocative testing. Other electrical values were normal. No changes were made and the patient would continue to be monitored.